Event description:
I first started getting major depression and sleepiness then back pain, nausea, wakefulness too, confusion and female internal problems too. I have got diagnosed 2007 celiac disease, osteopenia, 2008 lupus, fibromyalgia 2007; lost a twin 2007, partial hysterectomy, 2015 full hysterectomy (tumor) then chronic pain, chronic fatigue, osteoarthritis, osteoporosis. Explanted in 2019. Caused by this, since they had prior knowledge this could happen, lupus, fibromyalgia, celiac disease, chronic pain, chronic fatigue, osteoarthritis, osteoporosis. No I lost one baby that was a twin in 2007 etc., all these health issues happened after the implants. I have been receiving ssdi since 2010. I've lost my career too. FDA safety report ID# (B)(4).